Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that a button on the patient therapy controller (ptc) was damaged from use. There were no patient effects reported. The device is functional and will not be returned.